Event description:
It was reported that the patient presented for lead implantation procedure. During procedure, the right ventricular lead exhibited low impedance. The lead was not used. A new lead was implanted. Patient did not experience any adverse event or serious injury. Patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.